Manufacturer narrative:
The reported event of unacceptable high voltage output was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies except for procedural damage.

Event description:
It was reported that during implantable cardioverter defibrillator changeout procedure, the patient's right ventricular lead exhibited high defibrillation thresholds. It was alleged that there was a circuitry issue which resulted in dissipation of charge, which in turn would result in inadequate high voltage (hv) output. The lead was replaced during procedure on (B)(6) 2023. There were no patient consequences.